Event description:
Hcp reported a patient in the study experienced an open scalp wound and exposure of dbs wires. She was treated with intravenous antibiotic vancomycin for 14 days. In the lead wires explanted. Postop CT of brain showed removal of bilateral dbs wires without complication. Culture showed 5 colonies of propionibacterium nenes, sensitive to vancomycin. Remaining device hardware was explanted the following month and the patient completed a seven day course of intravenous vancomycin. Parkinson's symptoms were controlled with medication. The infection resolved

Manufacturer narrative:
The information submitted reflects all relevant data received. H10: f10 manufacturer device codes also used. H11: d1 brand name is sprint fidelis f10 code 1197 listed as a patient code but it is a device code. Added this code to the medwatch report as a device code. Evaluation summary lfj040586v no anomalies found; full lead returned and analyzed.